Manufacturer narrative:
Results: complaint could not be confirmed for "pain at the ipg site." As received, the ipg passed communication and charging tests with lab equipment. The ipg was tested to manufacturing specifications using the autotester and the ipg passed all tests. Visual inspection of the returned products did not reveal any anomalies that would have contributed to the complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent pain at the ipg implant site. The patient reported she no longer required stimulation therapy. The physician explanted the ipg, but left the lead implanted.